Event description:
During service of the unit a contant disc/sense audible and visual alarm with no turbine operation was found. Replace the turbine, due to a broken wire, to correct the failure mode.